Event description:
Event description boston scientific crm received information that this atrial lead was not successfully implanted due to a fracture in the lead. It was discovered that the suture was tied too tight around the lead. It was noticed post-procedure with the patient still draped.